Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima rx biliary stent was used during a drainage procedure of the common bile duct performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the stent was able to be released a few centimeters; however resistance was then met and the inner guide catheter tore in two pieces. It was reported the guide catheter did not stretch. The broken guide catheter remained within the push catheter allowing the device to be removed together in one piece. No other damage was noted to the device. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima rx biliary stent was used during a drainage procedure of the common bile duct performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the stent was able to be released a few centimeters; however resistance was then met and the inner guide catheter tore in two pieces. It was reported the guide catheter did not stretch. The broken guide catheter remained within the push catheter allowing the device to be removed together in one piece. No other damage was noted to the device. The procedure was completed with another flexima rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The stent and delivery system were returned for analysis. Visual evaluation of the complaint device revealed the distal tip of the stent to be collapsed. The guide catheter was intact, however it was found to be detached from the pull wire. The proximal end of the guide catheter which attaches to the welded cannula and pull wire assembly was noted to be torn. The length of guide catheter was measured and was found to be within specification. No damage was noted to the push catheter, the ramp window, or the welded cannula and pull wire assembly. Based on the condition of the returned device, it is possible that excessive force was applied to the device due to procedural or anatomical factors (such as tortuous anatomy or maneuvering of the device) causing the noted damages. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.